Event description:
It was reported that the top nut of the spacer broke during an implant procedure when the physician tapped in the implant to advance the dilator. The broken implant was removed from the patient. The device was retained by the facility; therefore, device analysis could not be completed.